Event description:
Pt reported that after injection with juvederm ultra plus in the nasolabial folds, the pt experienced redness on the left, a tremendous amount of pain, a bump, discoloration, and it seems that the product is moving. Pt noticed this a few days after injection. Pt stated that a series of antibiotics (type not specified) were prescribed a couple of days later to be taken for 10 days. Pt declined permission for allergan medical to follow up with any health professional.

Manufacturer narrative:
Medwatch sent to the FDA on (B)(6) 2012.